Event description:
It was reported that the customer had a insulin pump error. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump error occurred during basal delivery. The customer was advised to monitor the issues, if pump errors return, to call helpline back for further assistance. The error table does not indicate pump to be replaced on 1st occurence. The customer is fine with that, for now no additional assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.